Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump failed to vibrate during normal use. It was reported that settings were correct. Insulin pump failed self test and insulin pump did not vibrate. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump failed the self test and was received unable to vibrate due to broken vibrator black wire. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the a21 error test and passed off no power test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and broken reservoir tube lip.